Event description:
The reporter stated the surgeon inserted an aq5010v silicone three piece lens and the haptic broke as the lens was being ejected through the injector. The incision was enlarged to remove the lens and another same model lens was implanted. Sutures were required to close the incision. The reporter stated the cause of the event was probably due to a loading error.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide).(B)(4): evaluation:results - visual inspection of the returned product found half of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. (B)(4).